Event description:
Customer reported erroneous high access total b-hcg (beta human chorionic gonadotropin) test results were obtained for three patient samples when using the unicel dxi 800 access immunoassay system. The erroneous high test results were not reported out of the laboratory. The laboratory had configured the analyzer to reflex (automatically retest) the samples when the initial test results were greater than 0.05. Repeat analysis was performed. The test results were within the normal range. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
A system check report dated (B)(4) 2008, shows all portions passing within published specifications. Quality control data shows all levels were recovering (B)(4) (standard deviation) from stated mean on the date of event. On (B)(4) 2008, the field service engineer elevated the analyzer. This event could not be attributed to any hardware issues. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.